Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left circumflex artery. A 3.50x16mm promus element¿ plus stent delivery system was selected to treat the lesion. During the attempt to deploy the stent, the balloon was detached with damage, preventing its use.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis with the device. The stent protector was not returned for analysis. The entire stent was damaged with the stent struts stretched and distorted. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the wall of the balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left circumflex artery. A 3.50x16mm promus element¿ plus stent delivery system was selected to treat the lesion. During the attempt to deploy the stent, the balloon was detached with damage, preventing its use.

Manufacturer narrative:
Device is a combination product. (B)(4).